Event description:
At the end of the procedure a piece of the jaw from the uterine polyp forceps was noted to be missing. A search of the area and specimen, tissue, pelvic exam did not reveal broken part. Flat plate pelvic x-ray post-procedure did not reveal the missing piece in pt. The broken part was not found.